Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers required maintenance. A field service engineer received a call from the customer reporting that all drawers, including the tower, were non-functional. Requested and was granted permission to remotely access the system. Upon review of the storage space configuration, observed that no drawers were listed and the tower was in disconnected mode. Verified that network connections were present and speed/duplex settings were set to auto-negotiate. Initially planned an on-site visit but decided to check one more setting the firewall. Found that the firewall was enabled. Although confirm with customer support center (csc) regarding firewall requirements, disabling it immediately restored connectivity to all drawers and the tower. The machine was fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from pharmacy. There were no adverse events or injuries reported based on this event.